Manufacturer narrative:
H10: the biomed at the customer site collected the central station audit log, application log and configuration report which was sent to philips product support engineering (pse) for further analysis. For the provided time frame of 11:30 until 12:30, numerous desat alarms and the associated alarm reminders after 3 minutes were found in the audit log. Additionally, the alarms were suspended by the user three times during this time period: at 11:37:38, 11:41:06, and 11:44:22. According to the monitor configuration, the device was set to "alarm reminder: on" with a reminder time of 3 minutes. This means that after the configured reminder time, the alarm tone is repeated for a limited time of 6 seconds only. It is likely that the clinical staff was not familiar with the reminder concept and the short audio alarm. To prevent the reported issue from recurring, the monitor should be configured to "re-alarm". This means that after the reminder time, the alarm tone is repeated continuously, the same as a new alarm would be announced. Based on the analysis of the provided logs, there was no indication of a malfunction of the monitor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Patient information requested, not available at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 between 11:30 and 12:30, the monitor tech did not hear an audible red desaturation alarm on the intellivue mx450 patient monitor for the patient in room 11. The death of the patient was reported.